Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via left transfemoral approach, the balloon burst at the end of valve deployment. Despite the balloon failure, the valve was fully expanded. During withdrawal, difficulty was encountered in removing the delivery system through the esheath, and ultimately, the devices were extracted as a single unit. Upon removal, damage to the distal tip of the esheath was observed. The patient did not experience any injury related to this event and was reported to be in stable condition following the procedure. According to medical opinion, the perceived root cause of the event was the presence of a small calcific nodule at the sinotubular junction.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for examination and a visual inspection found that the balloon burst longitudinally and radially, no balloon material was missing. Imagery provided also confirmed a balloon burst. The inflation balloon single wall thickness was measured and found to be within specification. Due to the nature of the complaint, no applicable functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst was confirmed based on the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as reported information indicated presence of calcium at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.